Event description:
Patient complained that remodulin vial was leaking. Cnss went to see pt on (B)(6) 2017 and states that the q-syte vial adapter appeared to have the valve open causing the leak (should automatically close). Two vial adapters of the same lot number appeared to have the problem. Cnss is saving to return to pharmacy. Dose or amount: remodulin 40nkm. Frequency: continuous. Route: subcutaneous. Dates of use: from (B)(6) 2016 to present. Diagnosis or reason for use: pah.